Event description:
Additional information was received indicating that upon initiating the system and starting the grooving process the sound was very silent and the system worked at 50%. After 2 minutes ultrasounds stopped working. The system was turned off and restarted; a cassette was exchanged 3 times and also a probe. The remaining lens was removed with a vitrectomy loop. An anterior vitrectomy was performed. The patient required hospitalisation.

Manufacturer narrative:
Evaluation summary: the company service representative examined the system and found it performed as intended. The system was then tested and met all product specifications. The company service representative noted the event log did not indicate any issues with the ultrasound handpiece. The company service representative interviewed the nurses and they noted no technical issues with the ultrasound handpiece. The company service representative followed up with the customer after this visit and the staff has not reported any problems. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. As such a root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that ultrasounds stopped working during a cataract surgery. It happened during the initial stage, when a lens was fragmented partially. Two other handpieces were used and system was restarted with no effect. Irrigation/ aspiration was not sufficient because fragments of the lens were too big. Incision was widened to do an extracapsular cataract procedure to remove fragments of the lens. The posterior capsular bag was damaged and removed. Anterior implantation was performed and procedure was completed. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
.